Event description:
It was reported to the distributor that during a surgery in which te medpor titan btb sheet implant was being implanted, the titanium mesh was not completely embedded within the polyethylene. It was reported that another medpor titan btb sheet implant was used to complete the surgery.

Manufacturer narrative:
The implant was not returned and therefore not available for review. A review of the device history record of the medpor titan btb implant was conducted and all process and test criteria were within the medpor implant spec.